Event description:
Review of service data detected a reportable event. Upon service investigation of battery pack sn (B)(4) the battery pack had liquid contamination on the battery cells. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The cause of liquid contamination within the battery pack has not been positively identified but is likely due to liquid ingress. The pca and battery cells had residue/corrosion on them. In addition the battery's connector was damaged. The root cause of the liquid ingress could not be positively identified, but was likely physical abuse. No adverse event resulted from the contamination or the damaged connector. The last pt to use this battery pack did not report any deficiencies.